Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Visual inspection was performed on the sensor plug assembly and no issues were observed. The returned sensor was further investigated and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation has also been performed. Performed a visual inspection on the returned sensor, no issues observed. The returned battery was measured at 1.33v, which it was not within specification range. The battery was replace with a new unused battery and re-programmed sensor for sim vivo testing (simulation of the electrical signal produced by the sensor tail). All results were within specification range. Therefore, this issue is confirmed due to low/dead battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and was unable to self-treat, requiring third-party administration of dextrose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and was unable to self-treat, requiring third-party administration of dextrose for treatment. There was no report of death or permanent impairment associated with this event.